Manufacturer narrative:
(B)(4). The device is available to be returned for evaluation and testing. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (18e152av) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Lot history records(s) were reviewed and no anomalies were found related to this complaint. In addition, the device history record (DHR) review verifies that the device was manufactured in accordance with documented specifications. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stroke thrombectomy procedure, the 5 x 33 embotrap ii (et009533 / 18e152av) thrombectomy device would not advance through the medtronic rebar¿18 microcatheter. It was assumed but not confirmed that the insertion tool was advanced until it was fully seated in the hub of the microcatheter and advanced until at least half of the shaft length was inserted into the microcatheter prior to its removal. The exchange of the microcatheter caused a slight procedure delay, but there was no report of any patient injury or adverse event. The embotrap ii thrombectomy device was stored and prepped per tine instruction for use (IFU). The thrombectomy device will be returned for evaluation; however, it will be returned without the microcatheter.

Manufacturer narrative:
Manufacturer¿s ref no: (B)(4). The purpose of this MDR is to correct the manufacture information. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to document the investigation result of the evaluation performed on the returned product. [Conclusion]: the healthcare professional reported that during a stroke thrombectomy procedure, the 5 x 33 embotrap ii (et009533 / 18e152av) thrombectomy device would not advance through the medtronic rebar¿18 microcatheter. It was assumed but not confirmed that the insertion tool was advanced until it was fully seated in the hub of the microcatheter and advanced until at least half of the shaft length was inserted into the microcatheter prior to its removal. The exchange of the microcatheter caused a slight procedure delay, but there was no report of any patient injury or adverse event. The embotrap ii thrombectomy device was stored and prepped per tine instruction for use (IFU). The thrombectomy device will be returned for evaluation; however, it will be returned without the microcatheter. Investigation summary: the device was returned for analysis without the microcatheter. The initial visual examination of the returned embotrap device confirmed there was no damage to the gold markers, there was deformation of the proximal struts (outer cage and inner channel), proximal spring coil deformation and deformation of the struts of multiple floating crown segments but there was no evidence of any strut fractures. The visual inspection also indicates that the return embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The damage noted during the visual inspection under magnification i.e. Kinked struts on the floating crowns of the outer cage, kinked proximal struts of both outer cage and inner channel and the bend in the proximal coil, is indicative of excessive pushing of the device against resistance while in a partially expanded state. The returned embotrap device was successfully passed through a 0.0195¿ tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. The returned device was advanced from the insertion tool into the lumen of the rebar 18 microcatheter with no noted resistance and successfully advanced forward through the entire length of the microcatheter. This was confirmed with the insertion tool fully seated in the microcatheter hub and also with gaps (i.e. Distance from the distal end of the insertion tool to the lumen at the proximal end of the microcatheter shaft) of up to 7mm. A review of manufacturing documentation associated with this lot (18e152av) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Lot history records(s) were reviewed and no anomalies were found related to this complaint. In addition, the device history record (DHR) review verifies that the device was manufactured in accordance with documented specifications. A review of similar complaints (performed (B)(6) 2018) indicates that damage evident on the returned device is consistent with previous complaints caused by a microcatheter lumen defect resulting in a restriction of the lumen ID leading to an incompatible microcatheter inner diameter (ID). Investigation conclusion: the returned embotrap device exhibits key characteristics which are consistent with advancement of the device against significant resistance. Although a visual examination of the microcatheter used during this complaint was not possible as the microcatheter was not returned for investigation, a review of previous complaints and the successful delivery/deployment of the device through a rebar microcatheter during evaluation of the returned embotrap product indicates that the most probably root cause is a constriction of the microcatheter lumen caused by a microcatheter defect. There is no indication that this complaint was as a result of a defect with the embotrap device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). The purpose of this MDR submission is to report that the product was received by the failure analysis lab on 12/10/2018. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. Additional information will be submitted within 30 days of receipt.